Event description:
It was reported that: "31 march 2026, during use, the tube body and tube connector detached."

Manufacturer narrative:
(B)(4). It was reported that"31 march 2026, during use, the tube body and tube connector are detached. Inspection of the video confirmed the defect reported by the customer "detached connector". A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A verification of failure mode reported in the current manufacturing process was conducted as follows: 25 samples were taken from the current production; the samples were dimensionally inspected, and issue reported "detached connector" was not observed in the current manufacturing process. A device history record (DHR) review was conducted for relevant materials and batches. No nonconformances or manufacturing-related I ssues were identified that could be associated with the reported condition. Failure mode "detached connector" could be confirmed with video returned. However it is necessary to receive the physical sample to perform a proper investigation, determine the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.